Event description:
Surgeon stated there were navigation inaccuracies resulting in only 1/4 of a tumor to be removed from the pt.

Manufacturer narrative:
Missing pt info has been requested. Will provide follow-up report upon receipt. Device has been requested to be returned to mnav for evaluation. At the time of this report, device has not yet been received. Exams have been requested from the hospital for review.